Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported via the manufacturer¿s representative (rep) there was an MRI performed on a patient implanted with an implantable neurostimulator (ins) on (B)(6) 2017 and there was a suspected infection on the ins system. It was unknown what factors may have led or contributed to this issue. As a result, the system was explanted on (B)(6) 2017. Additional information received on december 11, 2017 stated the patient passed away on (B)(6). The rep. Had no further information as to whether this was related to the infection but was going to follow-up with the physician on december 11th to see if they were aware of any updates. Relevant medical history includes non-malignant pain.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported that prior to the patient's death the ins was explanted and showed no signs of infection in either site, nor was any epidural abscess noted. The patient¿s death was caused by sepsis from other medical conditions/surgery, and was not related to the ins which was confirmed by the healthcare provider (hcp).